Event description:
It was reported the patient received the following results within 10 minutes: 88 mg/dl and 504 mg/dl. The customer had 3 vials of test strips from the same lot, it is unknown which two vials were used.